Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (282-283 mg/dl) and a correction bolus was delivered to address bg. Customer changed the infusion set tubing. Pump system check was performed with the customer and air bubbles were observed in the t:lock connection. Customer primed air out. Reportedly, customer used novorapid insulin in the cartridge for 4-5 days. Customer was informed that novorapid was labeled for 72 hours with the pump.